Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was in an accident about a week ago. Has been in ICU since. Since leaving the ICU she has noticed shocking sensations when she lays down and this has not resolved even when turning the stimulation down. Rep waiting to meet the patient in conjunction with the provider given how severe of an accident they were in to see if there is any lead migration. Rep will then run impedances to check connections, etc.